Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not wear a mask and had a fan blowing during pd therapy. The patient was not hospitalized for the event. Treatment was not reported. The patient recovered from the event of peritonitis. No additional information is available.